Event description:
Immediately upon initial phaco pedal depression after engaging that cataract with the phaco tip, the classic milky white indication of complete occlusion occurred with immediate and significant phaco wound burn. Required intervention to prevent permanent damage.